Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of this guidewire had broken off into one of the branches of the coronary vein. The guidewire tip was not retrieved from the patient's body. No adverse patient effects were reported but the patient is no longer MRI compatible.